Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was experiencing sensor glucose versus blood glucose differences with threshold suspend. Her sensor glucose was below 40 mg/dl and blood glucose was 113 mg/dl. The customer was advised that her blood glucose and sensor glucose were not within acceptable range. She was offered low blood glucose troubleshooting but the customer declined. She doesn¿t remember exactly how she treated for her low but may have eaten skittles. The sensor will be returning for analysis. The insulin pump will not be returning for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Inspected one opened/used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.